Event description:
The customer contacted philips healthcare and reported that port 1 of the invasive blood pressure measurement module is not recognizing the transducer. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.